Event description:
Implantable pump returned to MFR by health care provider with reason for removal reported as "granuloma at catheter site". Catheter not returned. Pt on xray showed signs of a lesion and cord compression. Device return from states pt had been receiving dilaudid per the infusion system. Implantable infusion system and mass removed. Pt has been under physician's care and to date shows no deficits which can be attributed to the development of the mass and continues treatment for her preexisting conditions.